Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged the day after implant. The product was explanted. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observations indicates that a complete lead was returned. The spiral fixation and tip section of lead was normal as there was no signs of damage or defect observed. There was no defects noted at the lead's tip that would have contributed to the dislodgement.